Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed. Section e1: reporter address line 1: (B)(6).

Event description:
It was reported that melena started and was accompanied by hematochezia. The patient visited the emergency room, and an endoscopy was performed but no source of bleeding was identified. The patient was transfused. The patient was discharged after no symptoms were confirmed. The bleeding resolved.

Event description:
It was additionally reported that the bleeding resolved on (B)(6) 2024.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event